Event description:
The integra sales rep ("representative") reported on behalf of the user facility the following event: the mba set was sent to the user facility for a case from the rep's consignment. The rep was not present at the surgery. The mba implant (12mm) had expired in nov of 2007. The physician needed the mba implant (12mm) to complete the procedure, and used the expired mba implant. The hosp notified the rep of the use of the expired mba implant via telephone. The prod remains implanted in the pt.

Manufacturer narrative:
The device is not expected to be returned for eval. An investigation has been initiated based upon the reportec info.